Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the batteries and insulin pump had replace battery now alert and insulin pump died twice within a week. The customer¿s blood glucose level was 337 mg/dl at the time of incident. The customer stated that the battery was not previously used and the battery cap was not loose, cracked or damaged. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was advised that the insulin pump needed to be replaced and continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.